Event description:
It was reported to vyaire medical that suddenly the unit started having dead pixels on the led. The device was on a patient at the time of the issue. No patient harm was reported. Unit was removed from patient due to issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.